Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the ins f/dhs/dcs impactor no. 338.280 singl (p/n: 338.26, lot #: h627246) was returned and received at us cq. Upon visual inspection, it was observed that the device handle was broken and the fragments were not returned. No other issues were observed with the returned device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Investigation conclusion: the complaint condition was confirmed for the ins f/dhs/dcs impactor no. 338.280 singl (p/n: 338.26, lot #: h627246). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The instrument(s) was returned but the investigation will be completed based on the supplied image(s). The image(s) was reviewed, and the complaint condition was confirmed, as the image showed a portion of the impactor broken from the rest of the instrument. As received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was performed, and no issues were noted. There is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot, part # 338.28. Synthes lot # h627246. Supplier lot # h627246. Release to warehouse date: aug 15, 2015. Supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a dynamic hip screw surgery. During the surgery, the dhs/dcs impactor handle fragmented while insertion of the plate. All fragments are removed easily without additional intervention. The surgery was completed with one (01) minute delay. There were no patient consequences are reported. Concomitant device reported: unk - plates: dhs/dcs (part# unknown; lot# unknown; quantity: 1). This complaint involves one (1) device. This report is for (1) tip for dhs®/dcs® impactor. This report is 1 of 1 (B)(4).